Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call scratched display screen, vibrate anomaly, no delivery alarm and diminished battery life on the insulin pump. Customer's blood glucose level was unknown. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.